Manufacturer narrative:
Act button did not respond due to flattened button dome switch. Unable to verify weak battery alarm due to unresponsive button. Pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a weak battery alert and the keypad was unresponsive. Blood glucose level at the time of the incident was 94 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.